Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of unspecified injury in a male pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(6) 2010 via medical records. In (B)(6) 2007, the pt was diagnosed with myelodysplasia with normal karyotype-refractory anemia. In (B)(6) 2008, the pt was diagnosed with a copper deficiency with a copper level less than 20 (normal 70 to 155 mcg/dl) and a low ceruloplasmin level of less than 2 (normal 16 to 50 mg/dl). On (B)(6) 2008, the pt received intravenous copper chloride hydration. On (B)(6) 2008, the ceruloplasmin level had increased to 6. The pt continued copper chloride 1.5 milligrams intravenously for five days every other week. On (B)(6) 2008, the pt's ceruloplasmin level had increased to 11 and the copper level had increased to 40. On (B)(6) 2008, the pt's leukopenia and neutropenia ((B)(6) 2007) resolved with copper replacement. The pt had a neuropathy that was attributed to a b12 level (280) at a lower level due to pt's non-compliance with b12 supplementation and copper deficiency. The pt was referred to a neurologist and was started on biweekly b12 times two and then monthly. On (B)(6) 2008 during a neurology consult, it was noted that the pt was hospitalized in (B)(6) 2007 for anemia and neutropenia which was thought to be due to copper deficiency due to gastric bypass in (B)(6) 2001. After being discharged from the hospital in (B)(6) 2008 for sepsis, the pt noted numbness in his toes and since then it had slowly progressed to involve the bottom of his feet and affected his balance. The pt reported not being able to feel the floor. The pt's history and physical exam was consistent with peripheral neuropathy. On (B)(6) 2008, the pt reported intermittent right arm numbness and tingling. Electromyograph (emg) studies showed elicitable sural sensory response and no demyelinating markers. Physical findings were suggestive of mild myelopathy with electrical parameters showing only mild neuropathy. The pt was diagnosed with a mild myeloneuropathy. In (B)(6) 2008, the ceruloplasmin level had increased from 2 to 16 and copper level had increased from 20 to 59. On (B)(6) 2008, the pt's copper level was normal. The pt received copper supplementation at varying dosages until (B)(6) 2008. The copper supplementation resumed in (B)(6) 2008 when the levels ...